Manufacturer narrative:
Date of event: event date estimated. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged to rehab where they continued intravenous (IV) antibiotics. After a discharge home, the patient took IV zerbaxa until it became unavailable and was switched to zosyn. Due to the patient's rising creatinine, zosyn was changed to ceftazidime until patient was instructed to hold ceftazidime as creatinine was still elevated. The patient reported another day "off" antibiotics to nurse during the week prior to this for unknown reason. On (B)(6) 2021, the patient was restarted on fetazidime and then again changed to piperacillin-tazobactam. No additional information was provided.